Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was observed to be fractured during a device upgrade procedure. The lead was normally functioning. The physician elected to cap and replace the lead. The procedure was completed without any complications.